Event description:
It was reported that the laparoscope, gynecologic had dark light even when light source is at capacity. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.